Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after approximately 83 000 joules of fiber use, the fiber started emitting energy out of the front. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified severe devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Therefore, the complaint reported cannot be confirmed. Based on these test results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after approximately 83 000 joules of fiber use, the fiber started emitting energy out of the front. The procedure was completed using another fiber. There were no patient complications.